Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the display on their device was blank and the device was making a "chirping" sound. The customer reported that the device was having issues recognizing the battery. The customer removed and reinstalled the battery and then the device display showed "ok". As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The customer received a replacement battery. The cause for the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the display on their device was blank and the device was making a "chirping" sound. The customer reported that the device was having issues recognizing the battery. The customer removed and reinstalled the battery and then the device display showed "ok." As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.